Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, obstruction, intraabdominal sepsis, suture intestinal wound due to leaking succus, two enterocutaneous fistulas, mesh erosion into viscera, open wound and adhesions. Post-operative patient treatment included revision, placement of new mesh for recurrence, lysis of dense adhesions of bowel to mesh, placement of wound vac, closure of enterotomy, drainage from umbilical incision, succus entericus noted, suction drain placement, debridement of abdomen, two small bowel resections, repair odd serosal tear to transverse colon, ventral hernia repair and removal surgery.